Event description:
It was reported that customer experienced continuous glucose monitor error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, was guided through reset process, did not experience repeat error afterward, and successfully started new sensor session.